Event description:
This case captures information reported from the article: clinical outcomes of mitraclip for the treatment of functional mitral regurgitation. Maurizio taramasso, md; francesco maisano, md, fesc; azeem latib, md; paolo denti, md; nicola buzzatti, md; micaela cioni, md; giovanni la canna, md; antonio colombo, md, facc; ottavio alfieri, md, fesc. (Eurointervention : journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology). It was reported through a research article identifying the mitraclip system, deaths that occurred post procedure and may be associated with the device. Specific patient information was not provided in the article. Further details regarding these events are listed in the attached article, "clinical outcomes of mitraclip for the treatment of functional mitral regurgitation".

Manufacturer narrative:
(B)(4). Estimated date of event (not provided in article). The additional adverse events reported in the article are being filed under another medwatch report number. There were no devices returned. In this case, there was no reported device malfunction associated with the devices. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of specific lot history records and complaint history could not be conducted because the lot numbers were not provided. Although a conclusive cause for the reported deaths and the relationship to the devices, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the patient population treated in the single center experience that is captured in this incident was high risk demonstrated by a log euroscore of 22 +/- 16 percent. These patients also had significant comorbidities including ischemic heart disease, poor functional status and chronic renal failure. The etiology of mitral regurgitation (mr) in all these patients was functional mr which is a disease of the left ventricle resulting in incomplete coaptation of the valve. Treatment for functional mr remains symptom management with medication and cardiac resynchronization therapy when appropriate. Surgery is reserved for those who have severe symptomatic disease but is not often recommended in high risk patients with multiple comorbidities as seen here. The outcomes reported in this high risk patient population include 2 deaths at 30 days. One death was due to hemothorax from emphysematous bulla rupture 10 days post procedure. The bulla is a pre-existing condition that is independent of mr and it can be safely concluded that neither the device nor procedure was causal or contributory to this death. The second death was secondary to acute cardiogenic shock and multiorgan system failure 7 days post procedure after laceration to the posterior leaflet was identified. There is no evidence of device deficiency or malfunction as being causal or contributory to this death either. There were 10 deaths that occurred more than 30 days and within 12 months of follow up, but in none of those cases is there evidence of device deficiency or malfunction. Given the high risk nature of this patient population demonstrated by the euroscore this mortality rate is less than expected. The additional adverse events reported include acute kidney injury and need for continuous veno-venous hemofiltration. As stated earlier more than 50 percent of the patient population studied had chronic renal failure so that must be considered when reviewing these outcomes. A majority of these patients had ischemic heart disease therefore the need for circulatory support via intra-aortic balloon pump placement is not unexpected. Clinical outcomes of mitraclip for the treatment of functional mitral regurgitation. Maurizio taramasso, md; francesco maisano, md, fesc; azeem latib, md; paolo denti, md; nicola buzzatti, md; micaela cioni, md; giovanni la canna, md; antonio colombo, md, facc; ottavio alfieri, md, fesc. (Eurointervention : journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology).